Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 130 mg/dl ¿ 140 mg/dl and the sensor glucose level was 60 mg/dl at the time of the incident. The customer reported putting in the sensor and goes into suspend right away. The customer had blood glucose level ranges of 100 mg/dl, 150 mg/dl, 180 mg/dl, 190 mg/dl and a high of 201 mg/dl. The customer did troubleshoot the issues. The sensor will not be returned for analysis.